Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted (B)(6)2012, c4tr01 crt-p, implanted: (B)(6) 2012. (B)(4)

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and small p-waves. The lead remains in use. No patient complications have been reported as a result of this event.